Event description:
It was reported by the patient that they had a procedure on their spine and when they had their device checked again by the heart doctor they were told the pacemaker was not working correctly--that it was not updating and the data was ¿messed up.¿ the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.